Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the barbs fail to engage in the tissue? Can the surgeon describe the appearance of the barbs during procedure? How was the procedure completed? Could you please provide the lot number? Event/procedure date? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name -(B)(4), active ingredient(s) triclosan, dosage form suture/solid/parenteral, strength = 2360 g/m.

Event description:
It was reported that a patient underwent a prostatectomy procedure in 2021 and barbed suture was used. During the procedure, it was reported by the rep during a simple prostatectomy the surgeon noticed that when he was performing the anastomosis the barbed suture is supposed to hold tight after passing through tissue but it was "back sliding", and not holding tight. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.